Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim we had an issue with a bd alaris pump infusion set (ref 2434-0007) where the tubing (just outside of where the tube fits into the pump) above the pump was leaking tpn. As we don¿t save the packaging, I can¿t verify the lot number. I did keep the tubing in case you requested it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2434-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. No leak was seen coming from the tubing above the pump. However, a leak was seen coming from the top of the silicone segment. The root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created.

Event description:
No additional information.